Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified, however, it is likely that the malfunction was caused by the burned printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had no image coming while using the red, green and blue (rgb) cable during preparation for use for a diagnostic bronchoscopy. The intended procedure was cancelled so there was no health impact on the patient. Upon inspection and evaluation, no image on monitor screen due to burnt distribution panel (dp) board. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: sai tirupati university, pacific institute of medical sciences the device was returned to olympus for inspection, and the customer's reported issue ¿no image coming while using the red, green and blue (rgb) cable¿ was confirmed. The following findings were also noted during device evaluation: equipment not getting on due to faulty power supply, scope socket found broken, limit switch and lamp socket found damage, one screw in chassis found broken, front panel found broken, heavy dent on top cover, heavy dent on rear panel, and dent found on pump base. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.